Event description:
During service by baxter (B)(4) personnel, colleague infusion pump was found with failure code 703 in the event history, which caused an interruption of delivery. It is unknown when or in which care area this event occurred. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective user interface module (uim) printed circuit board (pcb). To correct the condition, the uim pcb was replaced. If any additional information is received, a follow up MDR will be sent. (B)(4). The failure code that occurred was 703:00 on channel a.